Event description:
A report was received that the patient had difficulty charging due to the ipg being too deep. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.